Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a right side deflation. Device remains implanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified a curved opening, fold creases, wear abrasion, and brown particles. A leak test was performed and was found one opening. A microscopic analysis identified a curved sharp opening on the plug strap bond edge (under plug strap) assessed as an unidentified(tear) opening(a dimension measurement in the shell was performed which identified that the thickness was within specification and partial delamination of plug strap disk shell assessed as adhesive failure. Fill inspection was performed and identified no blockage in the valve. Based on the device analysis the final assessment is: a sharp opening assessed as unidentified(tear) opening. The reason for reoperation was/is deflation.

Event description:
Device has been explanted.